Event description:
It was reported that the patient experienced an infection at the trial lead site. As a result, the trial leads were removed via surgical intervention on (B)(6) 2024. The patient was also administered oral antibiotics to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.